Event description:
The device was used during a sigmoidectomy procedure. Reportedly a component disengaged from the instrument into the patient's cavity which was retrieved by the surgeon without injury to the patient.